Manufacturer narrative:
(B)(4). The device was received with the handle broken. In addition the blade was found broken and not returned. Functional testing could not be performed due to the returned condition of the device. No conclusion could be reached how the handle was broken. Please note that this condition is unrelated with the event reported. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, an error occurred. The error code was unknown. The blade was broken off outside of the patient after the errors. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.